Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient died after the patient's pump was explanted as a result of an infection. The drug being delivered, other medications the patient was taking at the time of the report, the patient's pertinent medical history, if the infection was the cause of the patient's death, was the death related to the implanted infusion system and diagnostics related to the infection not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.